Manufacturer narrative:
The device, used in treatment, has not been received for evaluation. With no further details supplied, therefore we are unable to establish a relationship between the reported event. Therefore, root cause undetermined at this time. The wound contact surface is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instance which are being monitored to determine if additional corrective actions are required, however this investigation is now complete. A review of the IFU for flexi-fix products, advises on the storage of these products, as noted temperature fluctuation can affect the silicone. A risk management review found the file contains the failure mode of adhesive off-setting and subsequent failure modes of the dressing not adhering / falling off. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during treatment, the silicone on the product adheres to the film. No harm or injury reported and the procedure was completed with a competitor product.